Event description:
This case was reported by a consumer and described the occurrence of oral neoplasm in a (B)(6) male patient, who received super poligrip original denture adhesive cream (formulation (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started corega. At an unknown time after starting super poligrip, the patient experienced oral neoplasm. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the event was unresolved. Super poligrip original is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).